Event description:
It was reported while using bd vacutainer® blood alcohol determinations tube, an unspecified number of tubes were stored in a freezer at temperatures below -20°c and are breaking under freezing conditions. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was evaluated and does not show the customer¿s indicated failure mode. The labels were printed according to the current labeling requirement. Additionally, 100 retained samples were visually inspected, with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: cracked product/component and storage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter phone #: additional phone number: (B)(6) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® blood alcohol determinations tube, an unspecified number of tubes were stored in a freezer at temperatures below -20°c and are breaking under freezing conditions. No adverse impact was reported regarding the patient or user.